Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with two ecr45g cartridge reloads (b,c) present. The cartridge reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reloads (b, c) were tested for functionality in the articulated position by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during trying to staple was unable to perform the stapling. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? On which firing did the event occur? What type of procedure was the device used in?